Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles or degradation inside the blower kit. Additionally, the service technician found dust contamination and displayed error code e022 (motor flux magnitude), e024 (motor speed reverse and e030 (motor spin-up flux high). The device was scrapped by the service center after the evaluation was completed.